Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter twisted while imaging the area between the left main artery and the circumflex artery, so the physician had to remove the entire system. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath and imaging window were kinked, and the imaging window and imaging core were twisted from the lap joint section to the tip section. The media returned by the customer was inspected and showed evidence of material twisting.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter twisted while imaging the area between the left main artery and the circumflex artery, so the physician had to remove the entire system. The procedure was completed with another of the same device. No patient complications were reported.